Event description:
It was reported the external neurostimulator (ens) was not working. The patient was given a new ens and could feel stimulation strong and comfortably at 10 volts. The patient thought the stimulation increased her accidents instead of decreasing them and noted at one point she had 70 accidents. It was stated when she stood up she would leak. The patient planned to meet her doctor in one hour after report. It was reported the stimulation ¿half worked on the trial and half didn¿t control her symptoms.¿ it was noted when stimulation was turned on the patient had a loss of therapeutic effect. It was stated the patient had leakage which she did not experience prior to being implanted. Reportedly, the caller had so much leakage every time she stood up the urine just leaked. The caller was back on program 1 at 6.5 volts and reported the upper limit was reached. On program two it was noted the stimulation didn¿t work and the patient still had leakage. Reportedly, every time the patient stood up she leaked and the leakage was described as a flood. The night prior to report the patient didn¿t feel anything and stated she usually felt stimulation a little below the rectum. Reportedly, the symptoms occurred since implant. There was an appointment scheduled for (B)(6) 2013.

Manufacturer narrative:
Product ID: neu_unknown, serial# unknown, product type: unknown. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).